Event description:
During baxter's evaluation testing it was found that a spectrum pump had a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed and observed during evaluation. Evaluation found the alarm to be caused by a failed mechanism. The lower mechanism hinge bushing was found loose causing the door to bind and not latch, resulting in the door not fully latched alarm. The failed mechanism assembly was replaced.